Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that the retracta detachable embolization coil prematurely detached during an endovascular abdominal aortic aneurysm repair (evar) procedure for a patient of unknown age and gender. The coil was advanced to the internal iliac artery. Upon placement, it was found to be undersized. The coil was then removed from the body and replaced with a coil of the next larger size. During the attempt to reinsert the coil, it became detached from the connection outside of the patient's body. An alternative coil (specifications unknown) was used to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, quality control procedures, device history record (DHR) and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed one recorded nonconformance relevant to the failure mode, in which all the nonconforming devices were scrapped. It should be noted that there were no other complaints associated with the final product lot number. The manufacturer does not supply an IFU for this product. Instructions for use are supplied by the local distribution partner. Evidence gathered upon review of dmr and DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the delivery wire was rotated during preparation, or the coil was shaken loose during shipping, but neither could be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received indicating that the coil detached outside of the patient's body.

Manufacturer narrative:
H3 - device evaluated by mfg? Not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the retracta detachable embolization coil prematurely detached during an endovascular abdominal aortic aneurysm repair (evar) procedure for a patient of unknown age and gender. The coil was advanced to the internal iliac artery. Upon placement, it was found to be undersized. The coil was then removed from the body and replaced with a coil of the next larger size. During the attempt to reinsert the coil, it became detached from the connection. An alternative coil (specifications unknown) was used to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.